Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (anatomy location).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was set up per servicing guidelines; however, the tip of the device did not seem to be seated correctly after the trip wire was pulled tight prior to deployment. The device was then tested to deploy, but the first band failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that the device was going to be expired on october 09, 2020, but the device was used during a procedure on (B)(6) 2020. There were no patient complications reported as a result of this event. ***additional information received on december 04, 2020*** it was reported that the intended anatomy location was in the esophagus.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was set up per servicing guidelines; however, the tip of the device did not seem to be seated correctly after the trip wire was pulled tight prior to deployment. The device was then tested to deploy, but the first band failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that the device was going to be expired on (B)(6) 2020, but the device was used during a procedure on (B)(6) 2020. There were no patient complications reported as a result of this event.